Manufacturer narrative:
(B)(4).

Event description:
Additional information received by the manufacturer representative reported that they would be meeting with the patient on the day of this report and they were inquiring as to what was reviewed in the previous call. The manufacturer's representative (rep) met with the patient and reported the cause of stimulation increasing and turning off on it's own was not determined. The rep. Gave the patient several programs (without adaptivestim), and would see overtime if the increase/decrease stopped occurring. When the rep. Reviewed the patient's diary she hadn't left one program since the last time they met. The last time the patient met with a rep. They asked the patient to use all programs and keep a log of what was happening on each which she didn't do. The rep. Was going to follow-up in a few weeks, but as of (B)(6), she hadn't scheduled any follow-up.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The manufacturer representative (rep) reported that the patient was having issues with the device and the implantable neurostimulator (ins) was ascending and then turning off on its own. The patient did have adaptive stimulation (as). Impedances and everything were perfect. The patient was sitting more when this happened. Checking and adjusting the position range was reviewed. The patient was also advised to keep a diary of when she would feel it increase or turn off. Checking to see if stimulation was actually off and what position she was in was advised. Additional information received from the rep reported that the ins was decreased to upright and mobile and this helped. The patient had been advised to keep a log of future occurrences and to keep her programmer with her to turn it up or down. Relevant medical history included movement disorders. This event will be updated if additional information is received.